Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log was reviewed, and no events related to the current complaint were identified. No service history was recorded within the past 12 months. Visual inspection and functional testing were performed. No evidence of under-infusion was found in the pump. The complaint could not be confirmed, and a root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was under infusing. The event occurred during patient infusion. No patient harm/adverse event was reported.